Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of emboli and foreign body in patient as listed in the mitraclip system instructions for use are a known possible complications associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping the leaflets and complete clip detachment (ccd) appear to be due to the challenging patient anatomy and procedural circumstances/poor visualization. The reported difficult to remove the device appears to be due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The second clip referenced is filed under a separate medwatch report.

Event description:
This is filed to report the complete clip detachment, difficult removal and clip embolizing. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Visualization was difficult due to poor echo imaging. The first mitraclip delivery system (cds), was advanced and the clip was implanted successfully. To further reduce mr, a second clip (81220u112) was implanted. However, the second clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). A third clip (81220u108) was advanced to stabilize the slda clip, grasping was difficult due to the anatomy, but the clip was implanted; however, during gripper line removal, the clip completely detached from both leaflets and went into left atrium. The gripper line was still attached, so the cds was removed to access both ends of the gripper line. The detached clip was maneuvered from the left atrium to the right atrium, and then the clip and the steerable guide catheter (sgc) were pulled into the right femoral vein; where the clip got stuck. Attempts to remove and snare the clip were unsuccessful, so it was left in the vein and the patient was monitored. There was no reported adverse patient sequela or a clinically significant delay during the procedure. No additional information was provided.